Event description:
The following information was reported: the physician used three devices on one patient to achieve hemostasis. The first mynx device had a balloon loss of pressure that occurred during prep. The second mynx device used had a balloon loss of pressure during pull-back before the physician reached the second point of resistance. The third mynx device used achieved hemostasis for the patient. However the physician felt it was difficult to shuttle down the sealant on the artery. The patient was not hospitalized. Stick location: at the femoral head, vessel size: 5-7mm, procedure: interventional radiology.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 6mm from the balloon proximal tip. The review of the lhr (lot f1402801) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. See MDR 3004939290-2014-00500 for the first device and MDR 3004939290-2014-00892 for the third device.